Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the mix bar, buffer syringe case and both buffer valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.